Event description:
My husband was changed to a new syncardia total artificial heart freedom driver on tuesday (B)(6). On saturday morning the machine began to red alarm. After doing all standard checks, it was determined that the machine was failing. The serial number of the failing device was (B)(4). This continues to be a serious quality issue. This put us on the road in the middle of an ice storm in the (B)(6) area. Since that event, my husband has been dizzy non stop. These ongoing bad machines are taking a toll on his health and quality of life. This quality issue has been going on for a long time and still see no improvement. I truly don't understand how a machine could fail in 4 days. My husband has been on the device for 3 years and the last year something has changed and with the purpose of those devices, this is critical.